Manufacturer narrative:
As reported, the user had difficulty inserting a 6-12f mynx control venous vascular closure device (vcd) into the non-cordis 8f sheath in an attempt to close it. The user did not properly support it during insertion and as a result, the sealant slit was exposed, and the sealant began to expand prematurely due to contact with moisture from the user's hand. A second unknown mynx device was opened and used successfully per the instructions for use (IFU) after the dilator was inserted into the sheath to correct a kink. There was no reported patient injury. The procedure was during an atrial fibrillation ablation case. The initial catheters were found bent, indicating the sheath was compromised. The device was opened and stored and per the IFU by a trained user. One non-sterile mynx control venous closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal conditions. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated ruler. However, a slit length measurement could not be performed due to the frayed/split/torn condition of the sealant sleeves. The functional csi insertion/withdrawal test using a laboratory sample could not be performed due to the frayed/split/torn condition of the sealant sleeves, which impeded the passage of the sheath. However, a simulated deployment test was successfully performed to assess device functionality. The unit operated as intended: after aligning the tension indicator by pulling distally, button 1 and button 2 were depressed in the instructed sequence, resulting in proper sealant deployment and balloon retraction. A high-magnification microscopic evaluation was performed on the sealant and sealant sleeves. The analysis confirmed the partial exposure of the sealant and the frayed/split/torn condition of the sealant sleeves, consistent with the observations made during visual inspection. Verification of sheath compatibility could not be performed, as the csi was not returned. Additionally, the insertion/withdrawal test using a laboratory sample could not be completed due to the frayed/split/torn condition of the sealant sleeves. The reported events of ¿mynx control system-impeded¿ and ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ were observed through analysis of the returned device due to the damage found to the sealant sleeves and the inability to perform the insertion/withdrawal test due to the frayed/split/torn condition of the sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (it was reported that the user did not properly support the device during insertion and exposed the sealant to moisture prematurely by their hand) and/or the condition of the sheath (which was not returned for analysis; however, reportedly kinked during the procedure) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states while inserting the device into the sheath, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the user had difficulty inserting a 6-12f mynx control venous vascular closure device (vcd) into the non cordis 8f sheath in an attempt to close it. The user did not properly support it during insertion and as a result, the sealant slit was exposed, and the sealant began to expand prematurely due to contact with moisture from the user's hand. A second unknown mynx device was opened and used successfully per the instructions for use (IFU) after the dilator was inserted into the sheath to correct a kink. There was no reported patient injury. The procedure was during an atrial fibrillation ablation case. The initial catheters were found bent, indicating the sheath was compromised. The device was opened and stored and per the IFU by a trained user. The device will be returned for evaluation. Addendum: on product evaluation, the sealant was found partially exposed from the sealant sleeves.